Event description:
The iab was reported to have been placed too low in the pt and remained until the next day when blood was noted in the tubing. The iab was removed and not replaced. No further complications were reported.